Manufacturer narrative:
During inspection of the table by a field service technician, it was told that the foot wheels came off the ground when an average weight patient was fully extended to the head side - operating table was at its longitudinal slide limit. No defect or malfunction was identified at the operating table; it was working as intended. The log files indicated the tipping of the table which was traced to the extended position of the tabletop with patient. The instructions for use includes weight limits in extended positions and to pay attention during patient positioning. Based on this no further actions are required. Although there was no reported injury with this event, if the report of a foot side suddenly dropping were to recur were to recur, it could potentially cause serious injury or death. Therefore baxter is reporting this event.

Manufacturer narrative:
Inspection of the device is pending and results will be provided by a final report.

Event description:
Baxter received a report stating that during a procedure, when putting the patient in reverse trend, operating table trusystem 7000 foot side dropped suddenly. No harm or significant impact to the surgical procedure was reported.